Manufacturer narrative:
A4: weight: 94.30 kg.

Event description:
It was reported via facility medwatch report 14797797086-2024-0001 that tip detachment occurred. A 182cm luge guidewire was selected for used. However, during procedure, the tip of the wire broke off into the patient. Surgical intervention was then performed. No patient complications were reported. It was further reported that the during the procedure, when the physician entering the coronary sinus to implant a pacemaker, the wire was used to prolapse but when the physician was ready to pull out the luge wire, it caught on the lead or the catheter which then created a complete separation of the radiopaque tip from the body of the wire. The physician attempted to snare out the tip of the wire and was unsuccessful. The main body of the wire was removed, and the radiopaque tip of the wire was left in the coronary sinus of the patient. The patient remained stable.

Manufacturer narrative:
A4: weight: 94.30 kg.

Event description:
It was reported via facility medwatch report 14797797086-2024-0001 that tip detachment occurred. A 182cm luge guidewire was selected for used. However, during procedure, the tip of the wire broke off into the patient. Surgical intervention was then performed. No patient complications were reported.